Event description:
It was reported that the gastroduodenal ftrd was used for the treatment of a duodenal net. When attempting to deploy the clip, the monitor froze. The hand wheel was turned until resistance was felt and clip application was assumed, but not visually verified. The tissue was subsequently resected resulting in a perforation. The perforation was closed with multiple clips and a covered stent within the same procedure. The patient stayed in hospital for two weeks.

Manufacturer narrative:
The device in question was discarded by the hospital and therefore not availabe for technical analysis. The review of the production related documentation did not show any indications of a deviation from product specification. The user discribed the tissue mobilization as difficult and reported that the hand wheel was turned until resistance was felt. Due to the localization of the treatment, the endoscope was most likely held in an angled position. Combined with a high tissue counterpressure more force may be required to successfully apply the clip into the target tissue. As stated in the instruction for use the clip deployment must be verified by observing the white application ring. This was not done in this case as the monitor froze when the clip was deployed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2025.